Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad trace. No stuck button noted. Insulin pump was received with minor scratches on display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that a button was not responding on the customer's insulin pump and had been stuck for a couple of months. No significant events leading up to the alarm were recalled. It was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's blood glucose level was not known. Nothing further was reported.